Manufacturer narrative:
(B)(4). Per the clinic, the patient was treated with oral and topical antibiotics (date not reported) for the infection. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient developed an infection at the implant site. Additional information has been requested; however, not made available at the time of this report.